Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the directions for use notes the reported event as a potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the information provided. A combination of patient and procedural factors appear to have caused or contributed to this incident. The device is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Wire perforation occurred during lotus implantation. Tried to place safari in mid-cavity of left ventricle, however, safari caught mitral valve chordae tendon which caused mr, so placed toward apex. Patient had small lv cavity. During bav, safari was pushed towards apex as balloon inflates, which might scratch (harmed) the ventricle wall. No one noticed at this point. Then lotus was implanted. Nosecone of lotus system might touch that injured ventricle wall and worsened this injury while deployment. During lotus implantation, st went high, so aog performed, but no issues with coronaries and could not find the reason at that time, but that injury might damage pda. Lotus implanted as normal with transaortic approach (j-sternotomy). After implantation, ar remained and lv pressure didn't go up. Tried to find out the cause and some bleeding confirmed, but wasn't sure where bleeding came from. To confirm bleeding point and to repair, full sternotomy was made. Open up lv and examined cause of bleeding and found the cause mentioned above. Lv wall injury was about 2-3cm.